Event description:
It was reported that the patient¿s therapy strength was decreasing on its own. Fluoro imaging revealed that the lead had fractured. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective therapy was confirmed post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.